Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that a leak on the device was observed in the tubing that connects to the patient, at a location near the accudrain. The leak was observed when the device has been in use for one day. The device was replaced. There is no adverse outcome for the patient is reported.